Event description:
A physician reported a hakim valve (ID: 823162) was implanted due to congenital hydrocephalus via ventricular peritoneal (vp) shunt on an unknown date with an unknown setting. Due to shunt dysfunction, the valve was removed and replaced on (B)(6) 2025. Primary disease: brain tumor. According to information provided, it is unknown the type of shunt dysfunction and how it was discovered. It is also unknown if the patient had any signs and symptoms due to shunt dysfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: short description, a1, d4, d9, g3, g6, h2, h3, h4, h11. Device history records (DHR) - the product code 82-3162 with lot 7387709 conformed to the specifications when released to stock . Failure analysis - the position of the cam when the valve was received was at setting 120 mmh2o. The valve was visually inspected; no defect was noted. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux, and siphon guard. The pressure test could not be performed as valve could not be programmed. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the motor and the ball. Root cause analysis - the root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation. The root cause for the programming issue is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.